Manufacturer narrative:
One 12tlw405f35 was returned for examination. The reported event of "not inflate and deflate without using a lot of pressure" was confirmed. The balloon was inflated with 1.7 ml air and the balloon inflated concentric and did not leak. The balloon was able to be deflated completely within 2 seconds. Then, the balloon was inflated with 0.9 ml di-water and resistance was felt when inflating the balloon. The balloon deflated completely after 23 seconds by pulling back on the syringe plunger. The balloon deflation time was out of specification. A cut down was performed on the catheter body to locate the occlusion. The balloon inflation lumen was found to be collapsed near the proximal windings. The balloon latex, bushings and windings were intact. The through lumen was patent without any leakage or occlusion. No visible damage was observed from the catheter body. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. UDI number (B)(4).

Event description:
It was reported that a fogarty was opened and the balloon did not inflate and deflate properly. The balloon would eventually deflate but took more than a minute. It was tested before procedure started so there was no patient involvement.